Event description:
The reporter noted: "during insertion, the device broke in two. The 'inner' portion broke off from the 'outer' portion into two pieces". The surgeon was performing a l5-s1 plif. There was no adverse effect to pt. A spare device was available, which functioned properly. The surgery was prolonged by "a minute and a half".

Manufacturer narrative:
The device involved in the reported incident was evaluated and an investigation has been completed. The polyaxial head end was separated from the body of the cross connector. This could be caused by over angulation of the end during rod attachment. This occurs when manipulating the cross connector to attach to the rods. Based on the reported info and the investigation result provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.